Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the artificial urinary sphincter (aus) was deactivated prior a cardiac surgery where a catheter was placed. Recently the patient experienced recurrent incontinence. The patient underwent surgery and a hole in the balloon was observed upon removal. All components were removed and replaced. There were no further patient complications.